Event description:
The customer observed false nonreactive alinity I syphilis tp for a 76-year-old male clinically diagnosed with uremia. The results were not reported out of the laboratory. The following results were provided (reference range: 0-1 s/co): initial syphilis result= 0.91 s/co; repeat result= 0.90 s/co; colloidal gold method result= positive. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, alinity I syphilis tp, with 510k number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints identified an increase in complaint activity for lot 72012be01; however, no trends were identified for the alinity I syphilis tp assay (list number 07p60). A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 72012be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot including testing of a seroconversion panel was performed. All controls met specifications, and no false non-reactive results were obtained. Further, the seroconversion panel (seracare syphilis pss901; 0615-0017) results were compared to the syphilis tp test results provided by seracare and the complaint lot detected the same bleeds as reactive. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent, lot number 72012be01.

Event description:
The customer observed false nonreactive alinity I syphilis tp for a 76-year-old male clinically diagnosed with uremia. The results were not reported out of the laboratory. The following results were provided (reference range: 0-1 s/co): initial syphilis result= 0.91 s/co; repeat result= 0.90 s/co; colloidal gold method result= positive. There was no impact to patient management reported.